Event description:
Healthcare professional reported injecting a pt with juvederm ultra xc in the peri oral region on the "right side upper chin". An artery was "hit" post injection and the pt developed pain, redness, and pallor swelling due to blockage of right mental artery" a day after injection. Pt was treated with hyalase, ciproxin and aspirin the following day. Four days after the last treatment of hyalase, the pt developed urticaria at the injection site. Symptoms resolved 10 days later.

Manufacturer narrative:
(B)(4). Further info from the reporter regarding event, product, or pt details have been requested. No add'l info is available at this time. The events of "urticaria, pallow swelling, redness, pain and blockage of right mental artery" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. See scanned page.